Event description:
It was reported that when the interventional radiologist removed the ponsky tube from a pt the dome broke off the tube and remained in the pt's stomach. An endoscope was used to try and retrieve the dome but the dome had already entered to small bowel.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.